Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please confirm: was there any issue with bleeding? If yes, what was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
See attached user facility medwatch.